Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and battery tube threads. The device had minor scratched display window. Traces of moisture were found at electronic and motor assemblies.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump got wet. Customer went into the sea and realized too late that he had the device on. None of the buttons are working. Customer's blood glucose was unknown. No further information reported.